Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. Circulating pump pulse width modulation (pwm) 210 or greater during pressure gain setting. Pwm = 210. Flow meter was replaced. During the reimaging of graphics software, a disk error occurred. Control panel was replaced. The condenser coil was cleaned. The unit passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device received an error 37 (water temperature high), circulation pump pulse width modulation (pwm) was 210 or greater during pressure gain setting and pulse width modulation (pwm) was 210. This was occurred during automated calibration and test system (acats) and flow meter was replaced. During the reimaging of graphics software, a disk error occurred and a new control panel from loaner pool was installed.

Event description:
It was reported that the arctic sun device received an error 37 (water temperature high), circulation pump pulse width modulation (pwm) was 210 or greater during pressure gain setting and pulse width modulation (pwm) was 210. This was occurred during automated calibration and test system (acats) and flow meter was replaced. During the reimaging of graphics software, a disk error occurred and a new control panel from loaner pool was installed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.